Event description:
The customer reported that during a patient event, their device reportedly repeated "connect electrodes" when the defibrillation electrodes were connected to the patient. The customer was unable to provide any additional details of the reported event. There were no adverse effects reported to have been caused to the patient as a result of the reported device issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported device failure could not be determined.

Manufacturer narrative:
The initial medwatch report should have indicated: date device was returned to manufacturer - (B)(4) 2014.